Event description:
It was reported the pt received a low battery flag. The sjm rep met with the pt and reviewed the parameters. The flag was cleared and it was reported the issue was passivation.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.